Event description:
It was reported to philips that the customer was unable to perform propeller movement of the c-arm. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the extra information gathered, the user completed the procedure at the present angle. The philips field service engineer (fse) assessed the system on-site and confirmed that the stand would not move in the propeller position. The review of the system log file revealed a clea propeller post error. During troubleshooting, fse discovered that the stand propeller position was missing and required to be calibrated. Fse resolved the issue by calibrating the stand-propeller position. The system was then restored to normal operation. The codes were updated based on the investigation outcome.